Event description:
Site staff member reported the computer mouse on the telstar x-ray unit froze, not allowing system use. The system was rebooted. Digital series was repeated. Images from previous neuroangiographic digital series currently being performed. The procedure was completed without incident.